Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were sitting down and all of a sudden they felt their stimulation turn off. Patient shared group c doesn't cover the area that they need it to cover but that stimulation was working. Patient tried switching to group a and b but reported that stimulation was not working. Patient also tried adjusting their intensities which did not help. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient reported it just stopped working. It was reported they tried to add a whole new network and tried changing their intensity and add wavelength. Issue was not resolved; they worked with a rep 2x in person and 3 times on phone. Patient contacting doctor who manages pain to see alternative options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.